Manufacturer narrative:
The device is expected to return for evaluation. The device has not been received.

Event description:
The event occurred on an unspecified date. The event involved a chemoclave vented bag that leaked between the clave and the white plastic during a syringe infusion of unspecified chemo medications. There was a report of unprotected chemo exposure; however, there was no serious injury, no blood loss, no delay in critical therapy, no adverse operator consequences, and no med-surg intervention was required.

Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed. No product samples, photographs or videos of the complaint device were provided by the customer; therefore, a comprehensive failure investigation was unable to be performed in order to confirm the complaint or determine the cause. The device history review (DHR) ws performed on lot 3622495. There were three non-conforming lot reports (nlrs) found related to cracked clave bodies for this lot. Action was taken to perform a 100% sort and removal of the impacted product. The reported complaint cannot be confirmed without the returned sample. Updated information can be found in section.